Event description:
The rn taking care of the patient in bed 1 of the cvicu stated the ventilator had shut down and the patient is being bagged at bedside. Went to the patient room, confirmed the ventilator was not functioning properly, and changed it out with a new one. Pulled the defective ventilator out and called bio med to pick up.